Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the common computer controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the ccc involved with this complaint to perform failure analysis. During failure analysis, the system was emergency power off (epo) and power cycled but the system powered back on and gave a message that the insufflator was disabled. During in-house failure analysis, the ccc was installed into test bench and powered on with a power supply. The ccc was connected to pc and identified the tegra module was visible. This ccc is confirmed to be bricked. To address the issue, the ccc will be reprogrammed to the released software and retested. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power on normally. They performed an emergency power off (epo) on the system and power cycled, but the system powered back on and gave them a message that the insufflator was disabled. They were able to power on the robot in standalone mode. The technical support engineer (tse) explained that a field service engineer (fse) would have to come out to service the system as there was a communication problem inside the tower. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to port placement. The patient had not been brought into the room. They aborted the procedure to another system prior to patient involvement.